Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified the reported issue. The water trap/filter for the o2 (oxygen) was leaking causing the light to be activated. The water trap/filter was replaced and while testing it was discovered that the air water trap/filter was leaking as well. It was replaced and performance check out was done. The light did not come back on. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced source gas low light. Water traps feel like they are leaking from bottom. The customer confirmed that there was no patient involvement associated with the reported event.